Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited noise over-sensing which resulted in pacing inhibition and high ventricular rate episode. No intervention was performed. The patient was in stable condition.